Manufacturer narrative:
Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on an unknown date, while using a cable tensioner with pistol grip, the cable seemed to slip, and tension could not be maintained. The issue happened two or three times. Another cable set was opened, and the problem was fixed. It is unknown if the procedure was completed successfully and if there was any surgical delay. Patient outcome is unknown. Concomitant device: cable (part: unknown, lot: unknown, quantity: 1) this report is for a ø1.7mm cable lock for pistol grip cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.221.017 synthes lot number: p260206, supplier lot number: p260206, release to warehouse date: 02-feb-2017 , manufacturing site: synthes monument , supplier: (B)(4). No non-conformance reports (ncrs)were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified minor superficial surface wear which would not impact functionality. Functional test: there were two devices in this event. Only the cable lock was returned to cq. The cable tensioner from the event was repaired at s&r and returned to customer and documented under pi-15348571202014976. Therefore the reported complaint condition was not able to be replicated at cq. The returned cable lock functioned as intended at cq with respect to the lever motion and locking ability. And the cause of the event can be determined to be due to the cable tensioner, not this cable lock. The received condition does not agree with the complaint description. Complaint can not be replicated with the returned device(s). DHR review: the returned device was manufactured in february 2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Document/specification review: relevant design drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection is not relevant for this investigation as the cause of the event is determined to be due to the cable tensioner, not this cable lock. This complaint is not confirmed. Conclusion: the cause of the event is determined to be due to the cable tensioner, not this cable lock. This complaint for the cable lock is not confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.